Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hemorrhoids, pain, hypertension since (B)(6) 2016, obesity since (B)(6) 2014, allergic reaction nos, vomiting, rash, uterine bleeding and dizzy on standing. Concomitant products included morphine and nsaid's. On an unknown date, the patient started vicodin at an unspecified dose and frequency. In (B)(6) 2000, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fibromyalgia ("autoimmune disorder/ autoimmune disorder (suggested fibromyalgia)"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), fatigue ("fatigue/ autoimmune disorder: over all tired feeling"), inflammation ("inflammation/ dental problems: inflammation with no causes related to hygiene loss of teeth"), depression ("depression"), anxiety ("anxiety"), tooth disorder ("dental issues/dental problems"), premature menopause ("hormonal changes (early menopause (earlier than females in my family)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), stress urinary incontinence ("bladder or urinary problems or changes:some stress incontinence"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea(cramping)"), hepatic steatosis ("gastrointestinal or digestive system condition:fatty liver/liver became fatty liver"), gallbladder disorder ("gastrointestinal or digestive system condition: gallbladder"), arthralgia ("joints aching"), gingival disorder ("gum disease"), gastrointestinal disorder ("gastrointestinal or digestive system condition (lower gi)"), abdominal pain upper ("upper abdominal pain"), abdominal pain lower ("lower abdominal pain"), oral pain ("mouth pain"), bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). The patient was treated with surgery (to remove the essure implant,hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain and dyspareunia had resolved and the fibromyalgia, fatigue, inflammation, depression, anxiety, tooth disorder, premature menopause, vaginal haemorrhage, menorrhagia, stress urinary incontinence, nausea, dysmenorrhoea, hepatic steatosis, gallbladder disorder, arthralgia, gingival disorder, gastrointestinal disorder, abdominal pain upper, abdominal pain lower, oral pain, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, anxiety, arthralgia, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, gallbladder disorder, gastrointestinal disorder, gingival disorder, hepatic steatosis, inflammation, menorrhagia, nausea, oral pain, pelvic pain, premature menopause, stress urinary incontinence, tooth disorder, urinary tract disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she had the need for additionat surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2000: total bilateral occlusion (2001). X-ray of pelvis and hip - on (B)(6) 2016: bilateral essure coils seen, accurate locations. Concerning all the injuries reported in this case, the following ones were confirmed in patient's medical record: dyspareunia, stress urinary incontinence, fatty liver. Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet and medical record received. Event added: hormonal changes (early menopause (earlier than females in my family), abnormal bleeding(vaginal, menorrhagia), autoimmune disorder (suggested fibromyalgia), bladder or urinary problems or changes: some stress incontinence, nausea, dental problems, dysmenorrhea(cramping), gastrointestinal or digestive system condition:fatty liver, gallbladder disorder, gum disease, gastrointestinal disorder, , upper abdominal pain, lower abdominal pain, mouth pain. Oncomitant and historical conditions were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "insertion pain". The patient's medical history included autoimmune disorder, fibromyalgia, type 2 diabetes mellitus, gastrointestinal disorder and hemorrhoids. Concurrent conditions included hypertension since (B)(6) 2016, obesity since (B)(6) 2014, hemorrhoids, pain (walking), allergic reaction, vomiting, rash, uterine bleeding and dizzy on standing. Concomitant products included atenolol since 2015, famotidine since 2015, hydrocodone bitartrate;paracetamol (vicodin), morphine, nsaids and omeprazole from 2000 to 2015. In (B)(6) 2000, the patient had essure (ess205) inserted. In (B)(6) 2000, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2001, the patient experienced stress urinary incontinence ("bladder or urinary problems or changes:some stress incontinence") and arthralgia ("joints aching"). In (B)(6) 2001, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain"), fatigue ("fatigue/ autoimmune disorder: over all tired feeling"), pulpitis dental ("dental problems: inflammation with no causes related to hygiene loss of teeth"), gingival disorder ("gum disease") and abdominal pain upper ("upper abdominal pain"). In (B)(6) 2002, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"). In (B)(6) 2004, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2005, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced fibromyalgia ("autoimmune disorder/ autoimmune disorder (suggested fibromyalgia)"), pain ("body pain"), depression ("depression"), anxiety ("anxiety"), tooth disorder ("dental issues/dental problems"), premature menopause ("hormonal changes (early menopause (earlier than females in my family)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), hepatic steatosis ("gastrointestinal or digestive system condition:fatty liver/liver became fatty liver"), gallbladder disorder ("gastrointestinal or digestive system condition: gallbladder"), arthritis ("joint inflammation"), gingival bleeding ("gum bleeding"), gingival pain ("gum pain"), tooth loss ("losing tooth"), gastrointestinal disorder ("gastrointestinal or digestive system condition (lower gi)") and oral pain ("mouth pain") and was found to have weight increased ("weight increase"). The patient was treated with surgery (removal of essure implant, hysterectomy (full), salpingectomy bilateral). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia and arthritis had resolved, the dysmenorrhoea, abdominal pain lower, vaginal haemorrhage, menorrhagia, fibromyalgia, fatigue, depression, anxiety, tooth disorder, premature menopause, stress urinary incontinence, bladder disorder, urinary tract disorder, nausea, hepatic steatosis, gallbladder disorder, arthralgia, pulpitis dental, gingival disorder, gingival bleeding, gingival pain, tooth loss, gastrointestinal disorder, abdominal pain upper and oral pain outcome was unknown and the pain was resolving. The reporter considered abdominal pain lower, abdominal pain upper, anxiety, arthralgia, arthritis, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, gallbladder disorder, gastrointestinal disorder, gingival bleeding, gingival disorder, gingival pain, hepatic steatosis, menorrhagia, nausea, oral pain, pain, pelvic pain, premature menopause, pulpitis dental, stress urinary incontinence, tooth disorder, tooth loss, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: she had the need for additionat surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2000: results: total bilateral occlusion (2001). X-ray of pelvis and hip - on (B)(6) 2016: results: bilateral essure coils seen, accurate locations. Concerning all the injuries reported in this case, the following ones were confirmed in patient's medical record: dyspareunia, stress urinary incontinence, fatty liver. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included vicodin. Other product or product use issues identified: device difficult to use "insertion pain". The patient's medical history included autoimmune disorder, fibromyalgia, type 2 diabetes mellitus, gastrointestinal disorder and hemorrhoids. Concurrent conditions included hypertension since (B)(6) 2016, obesity since (B)(6) 2014, hemorrhoids, pain, allergic reaction, vomiting, rash, uterine bleeding and dizzy on standing. Concomitant products included atenolol since 2015, famotidine since 2015, morphine, nsaids and omeprazole from 2000 to 2015. On an unknown date, the patient started vicodin at an unspecified dose and frequency. In (B)(6) 2000, the patient had essure (ess205) inserted. In (B)(6) 2000, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2001, the patient experienced stress urinary incontinence ("bladder or urinary problems or changes:some stress incontinence") and arthralgia ("joints aching"). In (B)(6) 2001, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue/ autoimmune disorder: over all tired feeling"), inflammation ("inflammation/ dental problems: inflammation with no causes related to hygiene loss of teeth"), gingival disorder ("gum disease"), abdominal pain upper ("upper abdominal pain") and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2002, the patient experienced the first episode of dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"). In (B)(6) 2004, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2005, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced fibromyalgia ("autoimmune disorder/ autoimmune disorder (suggested fibromyalgia)"), depression ("depression"), anxiety ("anxiety"), tooth disorder ("dental issues/dental problems"), the first episode of premature menopause ("hormonal changes (early menopause (earlier than females in my family)"), hepatic steatosis ("gastrointestinal or digestive system condition:fatty liver/liver became fatty liver"), gallbladder disorder ("gastrointestinal or digestive system condition: gallbladder"), gastrointestinal disorder ("gastrointestinal or digestive system condition (lower gi)"), oral pain ("mouth pain"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), tooth loss ("losing tooth"), the second episode of premature menopause ("early menopause"), gingival bleeding ("gum bleeding"), gingival pain ("gum pain"), the second episode of dyspareunia ("painful sex"), arthritis ("joint inflammation") and pain ("body pain") and was found to have weight increased ("weight increase"). The patient was treated with surgery (to remove the essure implant,hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, the last episode of dyspareunia and arthritis had resolved, the fibromyalgia, fatigue, inflammation, depression, anxiety, tooth disorder, vaginal haemorrhage, menorrhagia, stress urinary incontinence, nausea, dysmenorrhoea, hepatic steatosis, gallbladder disorder, arthralgia, gingival disorder, gastrointestinal disorder, abdominal pain upper, abdominal pain lower, oral pain, bladder disorder, urinary tract disorder, tooth loss, the last episode of premature menopause, gingival bleeding and gingival pain outcome was unknown and the pain was resolving. The reporter considered abdominal pain lower, abdominal pain upper, anxiety, arthralgia, arthritis, bladder disorder, depression, dysmenorrhoea, fatigue, fibromyalgia, gallbladder disorder, gastrointestinal disorder, gingival bleeding, gingival disorder, gingival pain, hepatic steatosis, inflammation, menorrhagia, nausea, oral pain, pain, pelvic pain, stress urinary incontinence, tooth disorder, tooth loss, urinary tract disorder, vaginal haemorrhage, weight increased, the first episode of dyspareunia, the first episode of premature menopause, the second episode of dyspareunia and the second episode of premature menopause to be related to essure (ess205). The reporter commented: she had the need for additionat surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2000: results: total bilateral occlusion (2001). X-ray of pelvis and hip - on (B)(6) 2016: results: bilateral essure coils seen, accurate locations. Concerning all the injuries reported in this case, the following ones were confirmed in patient's medical record: dyspareunia, stress urinary incontinence, fatty liver. Most recent follow-up information incorporated above includes: on 20-feb-2020: social media received. Reporters information were added. Events;weight increase,losing tooth,early menopause,insertion pain,gum bleeding,gum pain,painful sex,joint inflammation and body pain were added . Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain'), medical device removal ('removal/ hysterectomy'), salpingectomy ('fallopian tubes removal') and oophorectomy ('ovaries removal') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "insertion pain". The patient's medical history included autoimmune disorder, fibromyalgia, type 2 diabetes mellitus, gastrointestinal disorder and hemorrhoids. Concurrent conditions included hypertension since (B)(6) 2016, obesity since (B)(6) 2014, hemorrhoids, pain (walking), allergic reaction, vomiting, rash, uterine bleeding and dizzy on standing. Concomitant products included atenolol since 2015, famotidine since 2015, hydrocodone bitartrate;paracetamol (vicodin), morphine, nsaids and omeprazole from 2000 to 2015. In (B)(6) 2000, the patient had essure (ess205) inserted. In (B)(6) 2000, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2001, the patient experienced stress urinary incontinence ("bladder or urinary problems or changes:some stress incontinence") and arthralgia ("joints aching"). In (B)(6) 2001, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain"), fatigue ("fatigue/ autoimmune disorder: over all tired feeling"), pulpitis dental ("dental problems: inflammation with no causes related to hygiene loss of teeth"), gingival disorder ("gum disease") and abdominal pain upper ("upper abdominal pain"). In (B)(6) 2002, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"). In (B)(6) 2004, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2005, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced fibromyalgia ("autoimmune disorder/ autoimmune disorder (suggested fibromyalgia)"), pain ("body pain"), depression ("depression"), anxiety ("anxiety"), tooth disorder ("dental issues/dental problems"), premature menopause ("hormonal changes (early menopause (earlier than females in my family)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), hepatic steatosis ("gastrointestinal or digestive system condition:fatty liver/liver became fatty liver"), gallbladder disorder ("gastrointestinal or digestive system condition: gallbladder"), arthritis ("joint inflammation"), the first episode of gingival bleeding ("gum bleeding"), gingival pain ("gum pain"), tooth loss ("losing tooth/ since essure, have lost 3 so far"), gastrointestinal disorder ("gastrointestinal or digestive system condition (lower gi)"), mouth pain ("mouth pain"), bone loss ("bone loss"), loose tooth ("teeth loose/ when I had an accident, the few good teeth were knocked loose"), the second episode of gingival bleeding ("bleeding gums "), diabetes mellitus ("diabetis"), inflammation ("acute and chronic inflammation"), sore mouth ("soreness/ mouth problem") and toothache ("it hurts al the time"), was found to have weight increased ("weight increase") and underwent tooth extraction ("tooth pulled out"), medical device removal (seriousness criteria medically significant and intervention required), salpingectomy (seriousness criteria medically significant and intervention required) and oophorectomy (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure implant, hysterectomy (full), salpingectomy bilateral). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia and arthritis had resolved, the dysmenorrhoea, abdominal pain lower, vaginal haemorrhage, menorrhagia, fibromyalgia, fatigue, depression, anxiety, tooth disorder, premature menopause, stress urinary incontinence, bladder disorder, urinary tract disorder, nausea, hepatic steatosis, gallbladder disorder, arthralgia, pulpitis dental, gingival disorder, gingival pain, tooth loss, gastrointestinal disorder, abdominal pain upper, mouth pain, bone loss, tooth extraction, loose tooth, the last episode of gingival bleeding, diabetes mellitus, inflammation, medical device removal, salpingectomy, oophorectomy and toothache outcome was unknown and the pain was resolving. The reporter considered toothache to be unrelated to essure (ess205). The reporter considered abdominal pain lower, abdominal pain upper, anxiety, arthralgia, arthritis, bladder disorder, bone loss, depression, diabetes mellitus, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, gallbladder disorder, gastrointestinal disorder, gingival disorder, gingival pain, hepatic steatosis, inflammation, loose tooth, medical device removal, menorrhagia, mouth pain, nausea, oophorectomy, pain, pelvic pain, premature menopause, pulpitis dental, salpingectomy, stress urinary incontinence, tooth disorder, tooth extraction, tooth loss, urinary tract disorder, vaginal haemorrhage, weight increased, the first episode of gingival bleeding, sore mouth and the second episode of gingival bleeding to be related to essure (ess205). The reporter commented: she had the need for additionat surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2000: results: total bilateral occlusion (2001). X-ray of pelvis and hip - on (B)(6) 2016: results: bilateral essure coils seen, accurate locations. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: reporter added. Event bone loss added. On 23-mar-2020: social media received, events added: diabetic, bleeding gum, inflammation, mouth pain on 23-mar-2020: social media received, events added: medical device removal , salpingectomy, oophorectomy, reported information updated. On 23-apr-2020: social media received: reporter was added. Events tooth loss and tooth ache were added. Previously verbatim term losing tooth was updated to losing tooth/ since essure, have lost 3 so far. Previously verbatim term teeth loose was updated to teeth loose/ when I had an accident, the few good teeth were knocked loose. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune disorder ("autoimmune disorder") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2000, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), dyspareunia ("painful intercourse"), fatigue ("fatigue"), inflammation ("inflammation"), depression ("depression"), anxiety ("anxiety") and tooth disorder ("dental issues"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, dyspareunia, fatigue, inflammation, depression, anxiety and tooth disorder outcome was unknown. The reporter considered anxiety, autoimmune disorder, depression, dyspareunia, fatigue, inflammation, pelvic pain and tooth disorder to be related to essure. The reporter commented: she had the need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.